Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent procedure for cystoscopy, left rigid ureteroscopy, basket stone extraction, and placement of left 4.7 french contour indwelling ureteral stent without dangler string ; for a pre-op diagnosis of left ureteral calculus. Patient underwent foley catheter placement for urinary retention. On (B)(6) 2008, patient underwent procedure for anterior exposure for diskectomy and fusion l5-s1 and l5-s1 anterior lumbar interbody fusion utilizing fusion cages and rhbmp-2; for a pre-op diagnosis of diskogenic pain, l5-s1. Per-op notes: l5-s1 disc annulus was incised and was removed. Decompression was carried out posteriorly and midline herniated disc fragment was removed. Two 10 x 23mm fusion cages were placed in l5-s1 interspace with excellent positioning and fit. Rhbmp-2 was placed in cages and in between cages for interbody fusion. No complications were reported during the procedure. On (B)(6) 2008, patient underwent procedure for lumbar epidural steroid injections under fluoroscopic guidance, l5-s1; for a pre-op diagnosis of: 1. Degenerative disk disease, lumbar. 2. Status post anterior lumbar interbody fusion, l5-s1. 3. Lumbar radiculopathy bilateral.